Event description:
Patient had a piggyback infusion set up. Normal saline was run as the primary infusion. Antibiotic zosyn was set up as the secondary infusion. The zosyn had a low flow rate, and was to be infused over 4 hours. The zosyn did drip initially when the roller clamp was opened. It was noticed that the zosyn was not dripping, and the infusion pump was pulling fluid from only the primary infusion bag (normal saline). The zosyn had to be infused as the primary infusion in order to be delivered to the patient.a follow up conversation with nursing staff revealed several instances of a similar event, with at least 2 other instances on the same floor that day. A piggyback infusion will be set up, but the either the secondary infusion will not run at all or the the secondary and primary will run at the same time.the problem was verified with several sets of secondary and primary tubing. Detaching the secondary tubing and reinserting the tubing very firmly into the port of the primary tubing resolves the problem.======================manufacturer response for IV tubing, primary set, smartsite infusion set, check valve, 2 needle-free valves, vented/nonvented (per site reporter).======================contacted manufacturer's customer advocacy. They are aware of similar problems when using their or another manufacturer's secondary tubing. According to the manufacturer, inconsistencies on the flat tip of the male luer connector of the secondary tubing may not open the valve correctly on the port of the primary tubing.